Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 857596) inserted. The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tvh, bilateral salpingectomy). Essure was removed on (B)(6) 2016. The reporter considered menorrhagia to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 857596) inserted. The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tvh, bilateral salpingectomy). Essure was removed on (B)(6) 2016. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ ones were described in medical records: menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.